Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that a child of unknown age had a double lumen catheter placed, but it split just above the bifurcation and needed to be repaired. There were no injuries or additional medical intervention reported for this patient.